Manufacturer narrative:
Insulin pump passed the displacement test and self test. No audio/vibrate anomaly/absence anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the vibrate and alarm on her insulin pump was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not vibrating after blousing and did not notifying the reservoir was almost empty. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.